Event description:
End user states he is having problems with his chair. He would like someone to call him regarding this chair. The charger, batteries and motors were replaced. The problem with the chair is going 2 miles and then goes down to one light has being charged. Batteries are not keeping a charge. The consumer just received this chair back in (B)(6) 2012."

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51psemiblue, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1125085 rev j was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Allegedly the batteries are not holding a charge.